Event description:
It was reported to covidien on 04/20/2010 that a customer had an issue with a hemodialysis catheter. Customer states joint area between the blue part was discovered with leakage. Catheter was removed and replaced.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.